Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, adenomyosis, amenorrhea and uterine bleeding. Concomitant products included ascorbic acid (vitamin c) since 2009, cyclobenzaprine hydrochloride (flexeril) from (B)(6) 2010 to (B)(6) 2013, docusate sodium (colace) from (B)(6) 2010 to (B)(6) 2013, ferrous sulfate since april 2016, ibuprofen (motrin) from (B)(6) 2010 to (B)(6) 2013, meloxicam (mobic) from (B)(6) 2010 to (B)(6) 2013, oxycodone and paroxetine hydrochloride (paxil). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced constipation ("constipation"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced the first episode of tooth disorder ("dental issues/ dental problems") and the second episode of tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and rash papular ("painful/itchy bumps all over my hands and feet;"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), arthralgia ("arm/shoulder pain"), neck pain ("neck pain"), back pain ("back pain") and hormone level abnormal ("hormonal imbalance"). The patient was treated with medroxyprogesterone (depo provera), cilest (trinessa) and surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, the last episode of tooth disorder, dysmenorrhoea, fatigue, constipation, mood swings, migraine, headache, rash papular, weight increased, abdominal pain, arthralgia and hormone level abnormal outcome was unknown, the nausea had resolved and the neck pain and back pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, constipation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, rash papular, vaginal haemorrhage, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: vaginal bleeding, mood, headaches, constipation, nausea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received- new event irregular bleeding, hormonal imbalance and treatment medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, adenomyosis, amenorrhea and uterine bleeding. Concomitant products included ascorbic acid (vitamin c) since 2009, cyclobenzaprine hydrochloride (flexeril) from (B)(6) 2010 to (B)(6) 2013, docusate sodium (colace) from (B)(6) 2010 to (B)(6) 2013, ferrous sulfate since (B)(6) 2016, ibuprofen (motrin) from (B)(6) 2010 to (B)(6) 2013, meloxicam (mobic) from (B)(6) 2010 to (B)(6) 2013, oxycodone and paroxetine hydrochloride (paxil). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced constipation ("constipation"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced the first episode of tooth disorder ("dental issues/ dental problems") and the second episode of tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and rash papular ("painful/itchy bumps all over my hands and feet;"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("arm/shoulder pain"), neck pain ("neck pain") and back pain ("back pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, the last episode of tooth disorder, dysmenorrhoea, fatigue, constipation, mood swings, migraine, headache, rash papular, weight increased, abdominal pain and arthralgia outcome was unknown, the nausea had resolved and the neck pain and back pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, rash papular, vaginal haemorrhage, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: vaginal bleeding, mood, headaches, constipation, nausea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('irregular bleeding') in an adult female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, adenomyosis, amenorrhea and uterine bleeding. Concomitant products included from (B)(6) 2010 to (B)(6) 2013, from november 2010 to (B)(6) 2013, ascorbic acid since 2009, docusate sodium (colace) from (B)(6) 2010 to (B)(6) 2013, ferrous sulfate since (B)(6) 2016, meloxicam (mobic) from (B)(6) 2010 to(B)(6) 2013 and oxycodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced constipation ("constipation"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced the first episode of tooth disorder ("dental issues/ dental problems") and the second episode of tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and rash papular ("painful/itchy bumps all over my hands and feet;"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), arthralgia ("arm/shoulder pain"), neck pain ("neck pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal imbalance") and weight decreased ("lost weight"). The patient was treated with ethinylestradiol;norgestimate (trinessa), medroxyprogesterone acetate (depo provera) and surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, the last episode of tooth disorder, dysmenorrhoea, fatigue, constipation, mood swings, migraine, headache, rash papular, weight increased, abdominal pain, arthralgia, hormone level abnormal and weight decreased outcome was unknown, the nausea had resolved and the neck pain and back pain was resolving. The reporter considered weight decreased to be unrelated to essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, constipation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, rash papular, vaginal haemorrhage, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Patient went from size 9/11 to a size 0/1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were reported via social media: vaginal bleeding, mood, headaches, constipation, nausea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. New event lost weight was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, adenomyosis, amenorrhea and uterine bleeding. Concomitant products included ascorbic acid (vitamin c) since 2009, cyclobenzaprine hydrochloride (flexeril) from (B)(6) 2010 to (B)(6) 2013, docusate sodium (colace) from (B)(6) 2010 to (B)(6) 2013, ferrous sulfate since (B)(6) 2016, ibuprofen (motrin) from (B)(6) 2010 to (B)(6) 2013, meloxicam (mobic) from (B)(6) 2010 to (B)(6) 2013, oxycodone and paroxetine hydrochloride (paxil). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced constipation ("constipation"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced the first episode of tooth disorder ("dental issues/ dental problems") and the second episode of tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and rash papular ("painful/itchy bumps all over my hands and feet;"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("arm/shoulder pain"), neck pain ("neck pain") and back pain ("back pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, the last episode of tooth disorder, dysmenorrhoea, fatigue, constipation, mood swings, migraine, headache, rash papular, weight increased, abdominal pain and arthralgia outcome was unknown, the nausea had resolved and the neck pain and back pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, rash papular, vaginal haemorrhage, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media vaginal bleeding, mood, headaches, constipation, nausea, pelvic pain¿. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant drug, concomitant disease, lab data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, dental problems, dysmenorrhea, fatigue, constipation, mood swings, migraines, headaches, nausea, painful/itchy bumps all over my hands and feet, weight gain, abdominal pain, arm/shoulder pain, neck pain and back pain added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder and alopecia outcome was unknown. The reporter considered alopecia, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.